Event description:
It was reported that during an unknown procedure, the clips would not hold after placing. Another like device to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.